Manufacturer narrative:
Device not returned to manufacturer. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implantation that crystal was tilted . There was crack on the haptic and optical area. The physician did not changed the product to implant. Additional information has been requested.